Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer experienced an hsv login issue due to the epic system downtime. The technical support specialist verified that the stations were communicating normally once epic system was restored. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an hsv login issue. The customer also stated that the epic was down and all the devices were in critical override. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.